Event description:
Event description cpi received information that this unipolar lead required surgical intervention due to left ventricular rise in thresholds. This lead was capped and replaced with an epicardial lead system.